Event description:
Customer received results of lo (less than 0.6 mmol/l) on performa nano system 1 and result of 6.0 mmol/l on performa nano system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 470782, expiration date 09/30/2013). (B)(6).